Manufacturer narrative:
This report is submitted on march 6, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device and electrode migration. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 24, 2023.